Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not updated in the station. A technical support specialist found that full synchronization had been performed the day before and then requested the customer to check if the issue had been resolved. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications was not updating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.